Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: perc lead fx. As evid. By xray. Stress shield degration. Specific component(s) involved: other component malfunction, specify. Additional text: other component: "grinding per pt" had wean test. Ok. No change out required at this time. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : per pt" had wean test. Ok. No change out required at this time. Implant device type: lvad.